Manufacturer narrative:
The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are part # 7510200, lot # m111064aao; part # 7510400, lot # m111110aar; and part # 7510800, lot # m111054aas. Expiration date for lot m111064aao is 2014-02-01; expiration date for lot m111110aar is 2015-04-01; expiration date for lot m111054aas is 2014-08-01. (B)(4). Manufacture date for lot m111064aao is 2011-06-08; manufacture date for lot m111110aar is 2012-08-23; manufacture date for lot m111054aas is 2012-02-10. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2011 patient presented with lumbar stenosis, disc degeneration with facet arthropathy, and spinal claud ication with lumbar radiculopathy. Patient underwent l4-s1 facet fixation and arthrodesis l4-s1 with partial medial facetectomies l3-s1 and foraminotomies l4-s1 bilaterally. Nuvasive radian facet screws and rhbmp-2/acs were used. Patient was discharged on (B)(6) 2011. On (B)(6) 2011, the patient presented with bilateral swelling of the lower extremities. Venous doppler indicated ¿there is no evidence of dvt.¿ on (B)(6) 2011, patient presented with flank and back pain. CT of the abdomen and pelvis indicated ¿bilateral nephrolithiasis. No obstructive urinary tract calculi are seen. Cystic lesions in the mid to lower pole of the right kidney¿¿ on (B)(6) 2012, the patient presented with significant low back pain. A CT of the lumbar spine indicated ¿l4-5 and l5-s1 facet screw fusion attempt. There is incomplete incorporation of posterior bony fusion mass, consistent with pseudoarthrosis. There is mild lucency surrounding the screws¿ no solid fusion is suspected.¿ (B)(6) 2012, the patient presented with right lower quadrant abdominal pain. Patient was diagnosed with a right kidney stone. Patient was admitted, underwent transurethral removal of the obstruction, and was discharged on (B)(6) 2012. On (B)(6) 2012, the patient presented with pseudoarthrosis l4-5, l5-s1. The patient underwent alif l4-s1 using precision allograft, local bone, and rhbmp-2/acs, followed by a posterior fusion l4-s1 using local bone, rhbmp-2/acs, and legacy pedicle screw instrumentation.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011: the patient presented with back injury-pain-swelling. There was no cva tenderness, there was midline tenderness, in the lower back area, there was paraspinal tenderness. There was paraspinal tenderness in the lower back. Diagnosis: acute on chronic back pain. On (B)(6) 2011: the patient presented with rectal bleed, back injury-pain-swelling. Assessment: chronic back pain, steroid injection on (B)(6) 2011, has had constipation since with blood in stool. On (B)(6) 2011: the patient presented with foot/ankle/toe injury-pain-swelling. Assessment: back surgery (B)(6) 2011. Edema in 1+ bilaterally in lower extremity. Positive peripheral pulses bilaterally, left lower edema: 2+, right lower edema: 2+. On (B)(6) 2012: the patient was presented with abdominal pain right lower quadrant. Procedure: transurethral removal of obstruction from ureter and renal; transurethral clearance of bladder; cystoscopy; ureteroscopy. On (B)(6) 2012: the patient presented with right ureteral stone. Impression: bilateral renal stones; history of medullary sponge kidney disease; significant left renal cyst; two distal right ureteral stones which are symptomatic. On (B)(6) 2012: the patient presented with pain in right side abdomen. The patient underwent x-ray of abdomen. Impression: numerous calcifications in area of calyces or papilla of each kidney are seen. On (B)(6) 2012: the patient presented with medullary sponge kidneys and bilateral renal stones and distal right ureteral stones. Pre-op diagnosis: distal right ureteral stones x2. The patient underwent: cystoscopy, evacuation of bladder stones x2, right ureteroscopy and basket extraction of ureteral stone x2. Postoperative diagnosis: distal right ureteral stones x2 plus bladder stones x2, and bilateral renal stones. The patient was discharged on (B)(6) 2012. On (B)(6) 2012: the patient presented with pre-op diagnosis: pseudarthrosis l4-5, l5-s1. The patient underwent the following procedure: anterior discectomy and fusion l4-5, l5-s1, using precision allograft, local bone graft, and rhbmp-2/acs; posterior fusion l4-5, l5-s1, using local bone graft, rhbmp-2/acs, and legacy pedicle screw rod fixation. Intra-op notes for 1st procedure: low power electrocautery was used and cobb elevator was used to remove the disc from the bony endplate of l4 and l5. A cutting guide with 2 mm offset was used to square off the endplate of l4 and l5 and a 16 mm graft size was used. Retractors were switched to the ls-s1 level. A similar discectomy was performed. A 14 mm distractor was a solid fit. The 14 rom distractor cage was placed over it and a 2 mm cutting guide was used, for the l5 endplate and a 1 mm cutting guide was used for the s1 endplate. The disc space was irrigated and then a 14 mm precision allograft with a 4 mg rhbmp-2/acs sponge in the medullary canal was inserted and local bone graft was put with the curette in the medullary canal of the bone graft. Intra-op notes for 2nd procedure: loose pieces of fusion mass were removed until the transverse process of l5 was identified. The transverse process of l5 did not appear to be connected to any of the fusion mass. Fusion was removed until the sacralala was identified. There was gross motion at the inferior facet of l5 and the facet joint came out with the fusion mass. The dissection was continued until it was sure that there was a normal host bone of the sacralala as well. The CT scan confirmed the position of the anterior bone grafts. 2 bone grafts rhbmp-2/acs and 2 precision grafts were used. On (B)(6) 2012: the patient presented with pre-op diagnosis: degenerative disk disease l4-5 and l5-s1. Procedure: anterior extraperi toneal exposure for diskectomy and interbody fusion at l4-5 and l5-s1. On (B)(6) 2012: the patient underwent CT lumbar spine without contrast. Interpretation: at the l5-s1 level, bilateral facet screws are identified. There was some bone overgrowth overlying both screw heads, left greater than right. The left screw extends through the facet and terminates in the lateral sacrum. Impression: l4-5 and l5-s1 facet screw fusion attempt. There was incomplete incorporation of posterior bony fusion mass, consistent with pseudarthrosis. There was mild lucency surrounding the screws as above. No solid fusion was suspected. No patient complications were reported.